Event description:
A trilogy o2 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an errors code related to the oxygen sensor was found in the ventilator's downloaded error log. The issue was confirmed when the device failed during repair testing. Replacement of the oxygen blender printed circuit assembly (pca) board and the sensor pca was required to address the reported issue; however, repair of the device was no performed because the unit had reached the end of its service life in december 2024. The unit will be returned unrepaired.